Event description:
The customer reported via phone call that they hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020. The customer alleged pump under-delivery. The blood glucose reading was 460 mg/dl. The customer experienced nausea and difficulty in breathing. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of incident. The customer will continue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.